Manufacturer narrative:
Tw (B)(4) initial reporter exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during insertion and use of the vasoview hemopro 2, it was observed that the coating on the jaw tip of the harvesting tool had peeled off. It was noticed within the patient before cauterization and pulled the harvesting tool out. The jaws were closed with the tip pointing up. A new device was opened to complete the procedure. There was no impact or harm to the patient. There was no delay in the procedure.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000471463 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.